Event description:
The customer observed a false positive architect total b-hcg result for one patient. The following data was provided (</=5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6) initial result was 82.49, repeat result was <1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Section d4 expiration date updated from 2025-01-01 to 2025-01-25; primary UDI number updated from (B)(4). The complaint investigation for a false positive alinity I total b-hcg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review for the complaint lot. Return testing was not completed as returns were not available. Trending review determined no related trend for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 61200ud02 did not identify any non-conformances or deviations with the likely cause lot. The overall performance of alinity I total b-hcg reagents in the field was reviewed using data gathered from customers worldwide, with median values for the complaint lot within the established limits, suggesting that the performance is acceptable. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I total b-hcg, lot number 61200ud02, was identified.

Manufacturer narrative:
Update to correct typographical error in h11 - additional mfg narrative complaint investigation summary. The complaint investigation for a false positive architect total b-hcg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review for the complaint lot. Return testing was not completed as returns were not available. Trending review determined no related trend for the product. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Device history record review on lot number 61200ud02 did not identify any non-conformances or deviations with the likely cause lot. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide, with median values for the complaint lot within the established limits, suggesting that the performance is acceptable. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect total b-hcg, lot number 61200ud02, was identified.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The following data was provided (</=5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID (B)(6). Initial result was 82.49, repeat result was <1.2 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total b-hcg result for one patient. The following data was provided (</=5.00 miu/ml is negative, >/=25.00 miu/ml is positive): sample ID 102 initial result was 82.49, repeat result was <1.2 miu/ml. There was no impact to patient management reported.